Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 165 mg/dl, compared with the sensor glucose readings of 78, 72, and 50 mg/dl. The customer's mother stated that the customer had had the sensor in her arm, which may have caused pressure from sleeping on it and may have caused the inaccurate sensor readings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.